Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon string broke off during removal and she had to go to the hospital to have it removed. Multiple attempts made to further obtain information regarding usage of the product however no further information has been received.